Event description:
End user called to complain that the calibration of the device was reading high. This was confirmed from phone trouble shooting. The device was replaced and the defective one returned for investigation.